Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was unknown. It was reported the pump was replaced (B)(6) 2017. It was discovered then that the catheter broke and they did not know how much was getting into the patient¿s spine. It was unknown when the catheter broke. The catheter was ¿busted¿ so they replaced part of it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. At the surgery on (B)(6) 2017 a leak was found in the ¿tube¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. At the surgery on (B)(6) a leak was found in the ¿tube¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). Per clinic notes, the patient went in for a pump refill on (B)(6) 2017. The patient presented for intrathecal pump (itp) refill. Itp rate was increased 1 percent from daily rate of dilaudid 1.0907 mg/day to rate of 1.1034 mg/day. The patient was requesting this due to increased low back pain (lbp) and bilateral knee pain. The patient had filled tramadol prescriptions from primary care physician (pcp) for bilateral knee pain. The patient was counseled that his agreement does stated that he will not fill from other providers and that he needs to notify the office of pain needs/concerns for medication. The patient was agreeable. The patient was also proscribed xanax 1 mg bid. This was due to the patient¿s anxiety and depression and that he has tried to stop taking in the past and did not tolerate this. The patient was counselled on the safety concerns and dangers of taking benzodiazepines (bzd) with opiate medications, including the increased risk of death. The patient did not seem interested in stopping the bzd, or decreasing the dosing at this time. The patient was encouraged to minimize the use of this medication. The patient continues to experience lbp and has developed bilateral. Knee pain that was evaluated by pcp per his report. He denies any change in his pain pattern or quality. The hcp discussed the patient use of the physician and he recommended tapering the bzd for safety and continued use of itp. Body site: knee, lumbar spine average pain out of 10: 4 peak pain out of 10: 8 radicular features: yes limb: right leg, left leg radiates how often: daily progress: fluctuating numbness/tingling: yes, how often: daily weakness: yes how often: daily. Pain descriptors: shooting, stabbing, throbbing, aching; exacerbating factors: walking, bending, sitting alleviating factors: medications, heat, other (scs) associated symptoms: depression, muscle spasms. Available imaging /studies. Pain related medication; type of medication: opioid analgesics; results of treatment: no side effects, continues to help, decreased pain. Last drug screen: (B)(6) 2016; type of screen: urine; results of last drug screen: consistent; behaviors: no signs of aberrancy, no signs of intoxication. Allergies: morphine (verified allergy, severe, nausea, migraine, (B)(6) 2017); prednisone (verified adverse reaction, intermediate, psychological issues, (B)(6) 2017). Patient height was (B)(6). Temperature 97.6 f / 36.44 c oral; pulse 83; respirations 16; blood pressure 133/75 pulse 88; respirations 16; blood pressure 135/92 sitting, left arm; post procedure. Medications last reconciled on 2/2/17. Alprazolam 0.5 mg (xanax 0.5 mg) 0.5 mg tab; 0.5 mg po bid, tab; methcarbamol 500 mg (robaxin 500 mg) 500 mg tab 2 tab po bid y for spasms; promethazine hcl 25 mg (phenergan 25 mg) 25 mg tab 1 tab po q6h y for nausea. Fluoxetine hcl 40 mg (prozac 40 mg) 40 mg cap 40 mg po bid. Omeprazole 40 mg (omeprazole 40 mg) 40 mg cap 40 mg po daily, cap. Testosterone cypionate 2 domg/mi 1 ml (depa-testosterone 200 mg/ml 1 ml) 200 mg/ml lnj 200 mg im every 2 weeks. Pravastatin sodium (pravastatin sodium) 20 mg tab 20 mg. Psychological disease: depression. Problems in the last 2 weeks: not at all-0 little interest in doing, nearly daily-3 feeling down, depressed difficulty of problems: very difficult. Skin prep: chloraprep; intrathecal pomp refill; compounded consent form: extemporaneous product intrathecal med. Verification: correct patient, correct medication, correct concentration, medication not expired compound verification x2. Pump accesses: pt. Positioned in bed, aseptic technique used, pump refill kit #8551, template used, 22g non" coring needle, accessed without difficulty. Refill volume: 40 ml residual volume expected 4.4; residual volume wasted. 6. Programming: simple continuous. Volume updated to 40 ml, no change in medication, no change in concentration. Rate increased by one percent. The elective replacement indicator (eri) was 11 months. New program: simple continuous. Itp refilled with 1 total volume of 40 ml of dilaudid 3.0 mg/ml. Rate was increased 1 percent due to reports of increased pain. Previous rate of dilaudid was 1.0907 mg/day and new rate is 1.1034 mg/day. His low reservoir alarm volume is 2.0 ml and his low reservoir alarm date is (B)(6) 2017. The pump was coming up on "end of life" of system and will need revision this year. Observation period: observed for 20 minutes, tolerated procedure well; mental status: alert, awake, o oriented to person, oriented to place, oriented to time, same as pre-procedure status. Ambulatory status: ambulatory; in care of: self. Physical exam: general appearance: comfortable/resting, no acute distress, no signs of intoxication, good hygiene. Speech: clear. Appropriate. (B)(6) pain behaviors: vocal complaints psychiatric: pleasant, appropriate integumentary: grossly normal color, no lesions. Heent: norrnocephalic, eom intact, conjunctivae clear cardiovascular: regular rhythm and rate, no murmurs, rubs, gallops EKG results. Respiratory: clear to auscultation. Bilateral, normal depth and pattern, non-labored lumbosacral spine: reduced flexion, reduced extension, painful flexion, painful extension. Bulk and tone: decreased axial tenderness: yes paraspinal tenderness: yes. Knee exam site: bilateral knee: stiffness, tenderness crepitus: yes final impression:electronic analysis, refill, reprogram intrathecal pump chronic lumbar pain, lumbar degenerative disc disease lumbar post laminectomy syndrome ambulatory, diagnosis: degeneration of lumbar intervertebral disc. Date of procedure: (B)(6) 2017: intrathecal pain pump revision: replacement of intrathecal reservoir. Revision of proximal catheter. Preoperative diagnosis: chronic lumbar pain. Lumbar spondylosis without myelopathy. Lumbar degenerative disease. Chronic use of intrathecal pain pump, now at end of life. Postoperative diagnoses: chronic lumbar pain. Lumbar spondylosis without myelopathy. Lumbar degenerative disease. Chronic use of intrathecal pain pump, now at end of life. Repaired proximal intrathecal catheter. General endotracheal anesthesia provided by the anesthesiology service. Complications cations: none apparent. Estimated blood loss: minimal. Antibiotic: 2 gm IV cefazolin administered 30-60 minutes prior to incision. It was noted the patient reported less effectiveness in the last several months to recent years than in the earlier years of the pu mp. The patient presents to have the system revised. Procedure: the patient was identified in the holding area where consent was obtained after describing the details of the procedure including the risks, benefits, and alternatives. Intravenous access was obtained. The site of the pump in the right abdominal wall was marked along the previous incision line. The patient was then taken back into the operating room where general endotracheal anesthesia was induced by the anesthesiology service. All points were carefully padded. A small bolster was placed beneath the right flank, elevating the right abdominal wall. Chlora prep solution was used to extensively prep the surgical site x2 and sterile technique was used throughout. Fluoroscopy was used to identify the existing position of the pump, noting that catheter was beneath the pump. After infiltration with local anesthesia ,a #15 blade scalpel was used to make a dissection superficially with the assistance of a gentle amount of electrocautery and metzenbaum sutures. Tile pump was identified underneath the previously placed mesh. Carefully, the suture anchor points were released and the pump was delivered. It was identified that there was a small nick of the catheter at few centimeters distal to the connection site. Iris scissors were used to cut just distal to the nick. A new sutureless system was then connected to the catheter. Length of the previous catheter and new catheter were measure and entered into the patient's settings to accommodate for the length change. The patient's new pump was same as before and was refilled with 40 ml of hydromorphone 3 mg/ml. This was then connected to the new catheter. The hcp was able to easily aspirate clear fluid from the diagnostic port after connection. Copious irrigation with bacitracin solution was used throughout the wound. Electrocautery was not necessary for hemostasis. Three points of 2·0 ethibond was used to secure the pump to the underlying fascia/mesh. The site near the catheter port was not secured to minimize any possible trauma to this area. The pump was adhered nicely with better flattening than previous. The wound was closed in three-layer fashion with the deep layer closed with 2-0 ethibond, bolstering the previous mesh as tight as possible, as well as the underlying fascia. Intermediate layers were closed with 3-0 vicryl and a final subcutaneous stitch with 4-0 monocryl. The wound was then closed with a dermabond-like product. The patient tolerated the procedure well. There were no obvious complications. Given the finding of a catheter leak, the hcp significantly lowered the continuous intrathecal rate and have admitted him for overnight observation. The personal therapy manager (ptm) device will also be introduced with a maximum of 10 dosages. The hcp ordered the patient to have breakthrough oral norco and a one time dose of intravenous (IV) hydromorphone for severe pain. The hcp planned to check on the patient in the morning, at which time the hcp would adjust his dosages based on his ptm and other analgesic medication needs. The patient will then follow up in the office in a approximately seven days¿ time. A prescription of doxycycline 100 mg p.o. B.i.d. #1 o was provided, in addition to prescription of norco 7.5/325 mg t.i.d. As needed #15. The patient was asked to keep the wound dry. The patient was placed in an abdominal binder. Following the surgery, the operative findings and postoperative plan were carefully reviewed with the patient's wife in the waiting area. Date of admission: (B)(6) 2017; date of discharge: (B)(6) 2017. Discharge summary: the patient had longstanding pain in his lumbar spine. He had an intrathecal pain pump implanted in 2003. He presented on (B)(6) 2017 to have the system replaced, as the pump was at its end of life. The patient had decreased efficacy of the pump in recent times. During the replacement surgery, the hcp identified that the catheter had a nick in the proximal region, close to the connection to the pump. The hcp excised the damaged catheter, replacing it with a new section. Given the uncertainty of the actual intrathecal delivery of medication, the new intrathecal rate was significantly lowered, as well as the addition of a ptm device. The patient was then admitted for overnight observation. The patient did very well overnight. He had some surgical site pain, but indicates that his chronic pain issues have been controlled well. The patient had a total of four activations of ptm with three unsuccessful activations. The hcpi asked the patient directly if he feels like the use of the ptm plus a few norco that he was provided will provide him sufficient pain relief. He expressed that this should be more than sufficient. The has been provided with a brief prescription of doxycycline, as well as an abdominal binder. The hcp reviewed with the patient to keep the site dry and continue to wear the abdominal binder. The patient will follow up in the pain center in approximately one week. The patient was asked to contact the hcp with any questions or concerns. Date of admission: (B)(6) 2017; date of discharge: (B)(6) 2017. The patient followed up in the clinic on 08/23/2017 for the pain pump revision. Patient weight was (B)(6)223. Temperature 98.2 f / 36.78 c - oral pulse 100, respirations 16 blood pressure 138/98. Medications were last reconciled on (B)(6) 2017. Hydrocodone/apap 7.5/325 mg hydrocodone/apap 7,5/325 mg) 7.5 mg/325 mg tab 1 ea po tio for pain, #15 tab; doxycycline hyclate 100 mg(doxycycline hyclate 100 mg) 100 mg cap 100 mg po bid, #10 cap promethazine hcl 25 mg (promethazine hcl 25 mg) 25 mg tab 1 tab po 06h for nausea for 30 days, #30 tabs. Alprazolam 0.5 mg (alprazolam 0.5 mg) 0.5 mg tab 0.5 mg po bid, tab methcarbamol 500 mg* (methcarbamol 500 mg) 500 mg tab 2 tab po bid for spasms for 30 days, #120 tab, fluoxetine hcl 40 mg (prozac 40 mg) 40 mg cap 40 mg po bid, #30 cap omeprazole 40 mg (omeprazole 40 mg) 40 mg cap 40 mg po noon, cap testosterone cypionata 200 mg/mi 1 ml (oepo-testosterone 200 mg/ml 1 ml) 200 mg/ml lnj 200 mg im every 2 weeks, vial, pravastatin sodium (pravastatin sodium) 20 mg tab 20 mg. Medication: hydromorphone (pain pump), norco (8/18117), other (nyquil 8/20/17) past medical history: hyperlipidemia, gastroesophageal reflux disease (gerd), chronic constipation, anxiety depression. Past surgical history: chest surgery (2 pneumothoraxes while having surgery) musculoskeletal: reports history of : other musculoskeletal surgery (intrathecal pain pump, spinal cord stimulation (scs) revisions x 3. Tobacco use: smoking status: current every day smoker (started at age 17) smoking packs/day: 1/2 (electric cigarettes) quit status: quit date established (currently working on). Alcohol intake: none. Substance use: denies use (illegal substances), opiates (currently prescribed). Psychological disease: depression. The patient presents to the pain center for follow up on revision of itp. Originally, the plan was for eri replacement of the pump. The patient did require additional catheter revision due to "small nick in the catheter distal to the connection site". Pump rate was significantly lowered due to this and he was given ptm for use as well. The patient presented with incision intact and dermabond in place. The hcp reviewed the plan for increasing the itp rate with the physician. The physician suggested that the hcp increase the rate by 20 percent based on the need for using the ptm 10/day since his discharge and his presentation and report of his c chronic lbp being severe. The physician requested that the hcp decrease his ptm boluses to mdd of 6/day and work toward 4/day in the future. His daily dilaudid rate prior to the revision was 1.1077 (this was a 0.4 percent increase over prior rate). At the time of the revision, the itp rate was decreased to 0.2003 mg/day and he was programmed to have ptm boluses of 0.0300 mg with lockout of 1 hour and mdd of 10/day for a total overall increase in daily rate to 0.4988 mg/day. The hcp reprogrammed the itp today to deliver a daily rate of dilaudid 0.2403 mg/day and changed the ptm setting to deliver 0.0300 mg with lockout of 4 hours mdd 6/day. The patient is aware of the changes made and was encouraged to contact the office with any symptoms of concern or uncontrolled pain. Current refill date per max activations will be (B)(6) 2018, however given the 6-month expiration of the medication, refill will actually need to occur by (B)(6) 2018. The patient was aware and agreeable to this. The hcp was going to have the patient return to the clinic (rtc) in 5-7 days for consideration of further titration of the itp rate. The patient was encouraged to contact the office for uncontrolled pain for consideration of rate adjustment prior to this as well. The patient had decreased their weight 7 pounds. The patient was a applauded for this effort and encouraged to continue this path. The patient reported four doses of nyquil on sunday due to not sleeping secondary to pain. The use of bzd would be addressed in the future. Body site: leg, lumbar spine, average pain out of 10: 7 peak pain out of 10: 9 radicular features: yes limb: right leg radiates daily, progressing numbness/tingling daily, daily weakness. Pain descriptors: throbbing, sharp, aching exacerbating factors: walking, standing alleviating factors: rest, medications associated symptoms: focal tenderness, limited range of motion (rom). Pain related medication: antidepressants, muscle relaxants, opioid analgesics; results of treatment: no side effects, continues to help, decreased pain; conservative treatment history : type of treatment: activity modifications results of treatment: decreased pain level. General appearance: comfortable/resting, no acute distress, no signs of intoxication, good hygiene orientation: alert and oriented x3 activities of dally living: independent speech: clear, appropriate bmi: 30-35=obese degree of pain behaviors: minimal pain behaviors: vocal complaints psychiatric: grossly normal, pleasant, appropriate integumentary: grossly normal color, no lesions details/abnormalities incision to right lower quad of abdomen in tact with dermabond in place, skin warmth noted inferior aspect of itp. Lumbosacral spine: reduced flexion, reduced extension, painful flexion, painful extension. Bulk and tone: decreased axial tenderness: yes paraspinal tenderness: yes. Final impression: electronic analysis, refill, reprogram intrathecal pump chronic lumbar pain lumbar degenerative disc disease lumbar post laminectomy syndrome status post end of life replacement/revision of catheter of itp (B)(6) 2017.